Event description:
Ous MDR - it was reported that the patient received inappropriate shocks after the lead had been repositioned on (B)(6) 2012. The lead was explanted and returned. No other adverse patient side effects have been reported.

Manufacturer narrative:
The lead under complaint was subjected to an extensive analysis. Its performance was scrutinized, including a visual and an electrical inspection. The analysis demonstrated a damaged insulation at some 34.5 cm distal to the is-1 connector pin. In that section, the lead body was found squeezed and deformed. The coating of the conductor cables to the ring electrode and to the rv shock coil was found damaged. These findings can be considered as the root cause for the clinical observation, as mentioned in the complaint description. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular - first rib entrapment. The analysis did not reveal any sign of a material or manufacturing problem.